Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon for six hours and upon removal the pledget fell apart leaving a piece inside her vaginal cavity. She believed the piece of pledget came out of her body on its own. She did not experience any adverse health effects and did not seek medical attention.